Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Reportedly, there was an intraoperative type ia endoleak. At the index the sealing ring was ballooned (it was around 25-30 min post polymer mix). Ballooning at the sealing ring made the type ia endoleak much smaller, but it was still present. The physician decided to monitor the patient. The first follow-up determined that the type ia endoleak was still present; however, much smaller and the physician choose to continue monitoring the patient. Approximately, 2.5 months post index procedure, the patient presented emergently at the same hospital, with abdominal pain. Re-intervention was performed with open surgery resulting in device explant. Patient condition post event was reported as stable.

Manufacturer narrative:
Based on the description of the event and information available, the clinical assessment confirmed the presence of a type ia enodleak during the review of the 1-month post-op computed tomography and again at the 3-month computed tomography. The decision to explant the device is most likely related to the persistent and untreated type ia endoleak however, the root cause for the type ia endoleak could not be determined. Additionally, device, user, procedure or anatomy relatedness could not be determined. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Results codes - 3233 removed, conclusion codes - 11 removed.